Event description:
It was reported that after the customer was filling up medical fluid into the cassette, as it was attached to the pump in pre-use check, an alarm went off. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: g3: report source: updated. H6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA (opened on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However the failure mode could not be replicated in sample 1 and 2, complaint is not confirmed. In sample 3 'no disposable alarm pump won?t run' was activated. Devices 1 and 2 passed all functional testing. No problem found. Root cause cannot be determined as the samples 1 and 2 were successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).